Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log did not identify any occurrences of the reported f-38 alarm. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no previous service events that were related to the reported condition. The reported condition was not confirmed. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement reported. No additional information is available.